Event description:
Incident occurred involving a 4.0mm plain tracheostomy tube. It is reported that after in place two weeks the respirator alarm beeped. When the tracheostomy tube was checked the tube was detached from the flange. The tracheostomy tube was changed and no adverse effect on pt.